Event description:
Dealer advised the plate at the top of the actuator broke off at a weld causing seating system not to fit on the base of the chair. No injury. Dealer could not provide any further information. (B)(4).